Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five shocks. Rapid atrial fibrillation and motion artifact contributed to the false detections. The patient was reportedly conscious and walking up stairs at the time of the event. The response buttons were not pressed during the event. The patient was taken to the hospital and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4); electrode belt (B)(4): 07/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).